Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3 date of event: the exact date is unknown. The best estimate is between the implant date and awareness date, (B)(6) 2024, through (B)(6) 2024. Section d6b, if explanted, give date: the exact date is unknown. The best estimate is between the implant date and awareness date, (B)(6), 2024 through (B)(6) 2024. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted due to unspecified reasons. Johnson and johnson performed follow-up but the customer explained that unless the patient is with me, they are not allowed to provide any information regarding the patient and case. They¿re also not allowed to provide the doctor¿s email or direct telephone number. No further information was provided.